Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was not holding the k-wires, not running true, makes a grinding noise, corroded bearings and coupling, corroded housing and worn clamps. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device would not fully grasp the k-wires; and that it seemed to be slipping. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and the surgery was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.